Manufacturer narrative:
Customer service conducted troubleshooting with the customer on the date of her initial contact ((B)(6) 2019), including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Before troubleshooting could be completed, the call was disconnected and the customer did not call back until (B)(6) 2019, at which time the customer indicated that she felt that her breast shields were properly sized and that she had replaced the tubing, connectors, valves, and membranes. However, she could not conduct troubleshooting. The customer called back on (B)(6) 2019, at which point she alleged that the pump was still not suctioning well, she had been to her doctor, and was being treated for mastitis. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 05/10/2019, the customer confirmed that she developed mastitis on (B)(6) 2019, for which she was prescribed an antibiotic. She indicated that the replacement pump was working without issue and the mastitis was resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was unable to express well with her pump in style breast pump, and as a result was experiencing engorgement.